Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): - unknown comprehensive glenosphere (unknown). - unknown comprehensive taper adaptor (unknown). Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a shoulder revision due to glenosphere disassociation. The patient had experienced pain; however, the surgeon indicated the patient had not reported an issue. Post-operative imaging revealed that the glenosphere had disassociated. The patient underwent revision surgery. No additional harm was experienced. Attempts have been made and no further information has been provided.